Event description:
During an abdominal perineotomy procedure, the clips jumped out without forming. The surgeon applied another device. No patient injury was reported.

Manufacturer narrative:
7/2/97-supplemental report #1 submitted to FDA.